Manufacturer narrative:
Based on the results of the investigation, a root cause for the reported error was not determined. Olympus will continue to monitor field performance for this device

Event description:
It was observed during the device investigation that the light source exhibited a b30 error. There was no patient involvement.